Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test, successfully downloaded history files and traces using thump. No delivery alarm starting on (B)(6) 2025 09:32:31.000 to on (B)(6) 2025 09:05:12.000 during bolus delivery. No unexpected no delivery alarms noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), and scratched case. No delivery alerts/alarms was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.